Event description:
The customer reported horizontal black/white lines through half of the image. The room is mostly used for weight bearing exams so the arm is horizontal. The image issue exists when the arm is in this position. When the arm is rotated up/down, there is no image artifact. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The service representative reseated the connections between the di board and the a/d board. This seemed to resolve the problem. The panel was also returned for evaluation. One cable was found to be loose when the panel was received. The flat cables replaced. The panel was calibrated and tested. All connectors were checked. No further problems were observed during testing. (B)(4).